Manufacturer narrative:
(B)(4).

Event description:
It was reported that during replacement of the patient's right ventricular lead, the laser procedure damaged the right atrial (ra) lead. The ra lead was successfully explanted and replaced and no additional adverse patient effects were reported.

Event description:
It was reported that during replacement of the patient's right ventricular lead, the laser procedure damaged the right atrial (ra) lead. The ra lead was successfully explanted and replaced and no additional adverse patient effects were reported.